Event description:
It was reported that the external pulse generator (epg) was malfunctioning. The epg was not sensing the patient's heartbeat and pacing all of the time when the patient's intrinsic rhythm was already 100 bpm. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. Output and sensing was checked on both ventricular and atrial channels with no observations. It was noted that the battery contacts were contaminated. (B)(4).